Manufacturer narrative:
Two used devices were received for evaluation. Functional and visual testing were performed, and the reported issue was confirmed. Leakage was observed at the tube-to-luer junction of each cassette. The luer tube bonds were separated, and inspection of the tube and bond pocket revealed a solvent channel in all samples. The probable cause of the failure is attributed to a solvent application error.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was liquid leakage from the connection part of the tube and the connector. The event occurred during priming. There was no patient involvement.